Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial surgery over 30 years ago. The patient underwent a revision and placement of a spacer mold due to infection and dislocation. They put in a new implant but wasn't sure if they heard the click. A week later the patient had dislocated again, and the patient underwent a second revision. The pin appeared to have disengaged, possibly leading to the dislocation. Attempts have been made and no additional information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Through communication with the sales representative it was determined that the incorrect pin size was implanted. The root cause of the reported issue is attributed to use-error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.